Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4) .

Event description:
Reportedly, the pacemaker was implanted for a young (B)(6), active and sportive patient. The patient complained about breathlessness during the exercise (when she runs). Upon interrogation of the subject device, the physician noticed that the pacemaker was operating in fallback mode switch (fms) during the efforts. The physician turned off the fms algorithm but the phenomenon occurs nonetheless.

Event description:
Reportedly, the pacemaker was implanted for a young ((B)(6) years), active and sportive patient. The patient complained about breathlessness during the exercise (when she runs). Upon interrogation of the subject device, the physician noticed that the pacemaker was operating in fallback mode switch (fms) during the efforts. The physician turned off the fms algorithm but the phenomenon occurs nonetheless.